Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch #725d59 . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that t the gcfrgb device was returned with its package. Upon visual inspection, it was observed that the blister from the packaging was damaged (scratch); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Additionally, a photo was provided and it showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 725d59 / 11gcfrgb, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 4/30/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 2. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Plastic damaged. 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Plastic. 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? A hole on the plastic. 5. Was sterility compromised as a result of the packaging damage? Yes. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, it was observed that the packaging of the device was damaged before used on the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.